Event description:
Reporter alleged erratic blood glucose readings and stated glucose read 246, 118, and 94 mg/dl when testing was performed within 21 mins of each other. No actions were taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.